Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Sales representative reported via phone that an ar-8925t syndesmosis tightropes suture broke. This occurred during a syndesmosis repair on (B)(6) 2024. When tensioning the sutures, they ripped, resulting in the button being inoperable. All fragments were retrieved from the patient. The case continued using a third ar-8925t. There was no patient harm. No additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6 based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used when tensioning the sutures.